Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) received some shocks. Some of the shocks were appropriate and some were inappropriate. A review of the episode indicated the rhythm started in the monitor only zone and therapy was inhibited due to supraventricular tachycardia (svt). Detection enhancement for duration was met and the rhythm escalated to the ventricular tachycardia (vt) zone. Anti-tachycardia pacing (atp) therapy was delivered four times and a 31 joule shock was delivered for svt. After the shock delivery the patient went into ventricular fibrillation (vf). A max energy shock was delivered that slowly converted the vf. The rhythm went back into vt and another 31 joule shock was delivered, however the rhythm appeared to be svt. Therapy continued to be exhausted in the vt zone. It did not appear that there were any programming recommendations to alleviate this issue as detection enhancements were already on. No adverse patient effects were reported.